Event description:
It was reported that the system was explanted due to infection. The patients condition is well following the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.